Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 810:11. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter. This condition was confirmed through a review of the event history. This complaint is an ancillary of (B)(4). The cause is unknown. Air in line sensor values gave passing results during testing and no repairs were needed. If any additional information is received, a follow-up MDR will be sent.